Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that the sensor line tubing connecting the solenoid to the analog board of the lap top ventilator 2 is bent more tightly than the lap top ventilator 1, and many of the lines are blocked. This seems to affect the airway pressure sensing by the sensor line tubing. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device does not have a stable ventilation rate on the lap top ventilator 2200. At this time, there is no information regarding patient involvement associated with the reported event.